Event description:
Additional information received reported the manufacturing representative did not know why the pump was flipped. The reporter stated they knew the pump contained baclofen, but they did not know if it was compounded, lioresal, or gablofen. The reporter further stated the patient was doing fine now and was receiving effective therapy.

Event description:
It was reported, there was a flipped pump. The pump was explanted. The cause of the issue was determined to be ¿flipped pump had a twisted catheter; existing catheter was uncoiled and aspirated successfully.¿ the location of the issue was at ¿catheter track.¿ it was reported that the patient had ¿under dose symptoms.¿ the patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the pump found no anomaly.